Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The remaining estimated longevity decreased from 54% to 16% over the course of 8 months. The device later triggered the elective replacement indicator (eri). No data analysis from this device was performed. This device was removed and replaced. No additional adverse patient effects were reported. The device remains in the possession of the explanting hospital.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function . Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The remaining estimated longevity decreased from 54% to 16% over the course of 8 months. The device later triggered the elective replacement indicator (eri). No data analysis from this device was performed. This device was removed and replaced. No additional adverse patient effects were reported. The device remains in the possession of the explanting hospital.